Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/21/2023, it was reported by an arthrex subsidiary employee via email that fragments of a needle from an ar-7205 fiberwire were found in the patient after an x-ray was taken post-operation. The patient underwent revision surgery on (B)(6) 2023 to have the metal fragments removed. The needle had broken off during an artificial femoral head replacement surgery. No further information was provided. Additional information received on 9/26/2023: both surgeries were performed on the same day, (B)(6) 2023, and by the same surgeon.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-7205 batch number 26466 was received for evaluation. Upon visual inspection, it was noted that the suture is cut and frayed. Damage was also observed on the curved needle. Additionally, one curved needle is missing the grip attachment part. The reported failure likely stems from user error, as excessive force was applied during the tensioning process.